Event description:
It was reported that the patient had the artificial urinary sphincter replaced as the cuff was folded and appeared to be pinched on one side. The cuff originally was placed penoscrotal and the new cuff was placed perineal. No patient complications were reported.